Event description:
Line was inserted into patient w/ severe coagulopathy (disease affecting coagulability of blood (inr un-recordable) ). Ultrasound was used during procedure. No difficulties encountered when wire was passed through needle. Howeveer, it took 5 attempts to pass catheter over wire. Wire could then not be removed from catheter and it "concertina'd". Wire & catheter were removed together. Patient developed a hematoma as a result. No treatment was reported - unknown if it was required.